Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 the patient felt a little dizzy and tired, and when a fingerstick was taken the cgm was reading 5.1 mmoll and the blood glucose reading was 2.1 mmoll. A neighbor, who was with the patient, thought he had a stroke, and the patient was brought to the hospital by his wife. When a fingerstick was taken at the hospital the blood glucose reading was 1.9 mmoll. The patient was treated with an intravenous sugar solution, and recovered and was discharged on the same day. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.